Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 197 mg/dl. The customer states the battery cap was not loose, cracked or damaged. The customer was assisted with troubleshooting. The device will not be returned for the analysis.